Manufacturer narrative:
Unit received with currents in spec. Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No blank display. Lcd board ok. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. No moisture damage electronic assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error, is blacking out and has a blank display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump has been exposed to moisture in the past. It was also found that the customer switched out the battery and the pump worked for a short time, but then the display again went blank. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.